Event description:
It was reported that upon removing the microsensor catheter, the catheter became stuck on the underside of the patient's cranium. Force that was used to dislodge the catheter caused the tip to break off and remain in patient's head. Surgery for tip removal is not scheduled at this time. Patient is reported to be doing well.